Manufacturer narrative:
Additional info including lot numbers was requested, but not provided. According to the conformable gore tag thoracic endoprosthesis instructions for use, the conformable gore tag thoracic endoprosthesis has not been studied in pts with chronic dissections.

Event description:
On (B)(6) 2011, the pt was implanted with the conformable gore tag thoracic endoprosthesis to treat a chronic type b dissection. The pt then developed bowel ischaemia resulting in a laparotomy, left hemicolectomy, transverse colostomy and rectal mucous fistula. It was reported that the pt had the origin of the ima occluded with colitis. The pt was discharged from the hospital on (B)(6) 2011.